Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I was reagent contamination due to contamination of the r2 and r1 drains. The customer cleaned the drains. The instrument is performing within specifications. No further evaluation of the device is required.